Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The cause of the reported adhesive pad failure could not be determined. No bends, kinks or damages were observed on the soft cannula. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported the patient's blood glucose level rose to 260 mg/dl and then 280 mg/dl despite multiple corrections while wearing the pod longer than 48 hours. The pod leaking insulin during wear and the adhesive failing to adhere were also reported. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and a correction was administered.